Event description:
The company received information that suggested that the ventilator alarmed for low ac power and then shut down while in patient use. The customer reported that while the nurse and the technician were working on replacing unit, the ventilator shut down and spo2 of the patient decreased to 70%. Attempts have been made to contact the customer for additional information on this event.